Event description:
It was reported that a dexcom app crash occurred frequently occasionally rarely between 5/11/2026 and 6/11/2026. Data was provided for investigation. The allegation was confirmed via data. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).